Manufacturer narrative:
Investigation summary: this complaint is for phoenix ast broth (246011) batch 0093336 that contained contaminated tubes. Samples were originally sent back from the customer, however they were sent to the incorrect site. During transfer of the samples from the incorrect location to sparks, the samples were misplaced and unable to be located. In addition to the samples, 2 photos were also provided by the customer which showed foreign matter in the tube. Additionally, a retention box (100 tubes) from this complaint batch was visually inspected for contaminated tubes. Zero out of the 100 tubes inspected were contaminated. Based on the photos provided, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on this complaint batch.

Event description:
It was reported that while using 10 bd phoenix¿ ast broth, 4.5 ml contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 10 bd phoenix¿ ast broth, 4.5 ml contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.